Manufacturer narrative:
The lot number is unk and therefore the date of manufacture can not be determined. Return of the pediatric tube for investigation has been requested and a failure investigation will be performed if the sample is returned. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported the stem portion of the child's tracheostomy tube had broken free of the flange and was lying on his blanket. The flange was still tied to the trach tie/holder. The customer stated that the tube was decannulated and the child was playing with it and after some time of bending and flexing it broke. The customer stated the child has the tracheostomy mostly due to day time sleep obstruction, and did not have any adverse effect from the breakage. The customer stated he does not think it was a failure of the trach tube. The child was recannulated with another 4.0 ped tracheostomy tube. The customer stated they use each tube for 30 to 45 days, and is aware this is against the manufactures directions for use of 29 days.